Event description:
Information was received from a trial patient in basic evaluation. It was reported that prior to the evaluation, she had her urine tested and it just came back as she still had this infection. The issue was not resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.